Event description:
This report is 3 of 3 for complaint file (B)(4).

Event description:
It was reported that the surgeon was completing a tlif for l4-l5, l5-s1 using the mirs system. When he took the final image, he realized that the head of the mirs screwbody was no longer attached to the screw shaft at l4. The screw shaft was still in the bone, but the head of the screw was still attached to the locking cap and rod. The surgeon removed the rod, locking cap, and screwbody. He then installed a new rod, screwbody, and locking cap. He was able to reuse two locking caps and two screws from l5 and s1, and completed the procedure. This is 3 of 3 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation stated that in the mirs system, polyaxial bodies are assembled to spherical heads of bone screws either in situ or on the back table. To assemble a body onto a bone screw, axial force is applied to the polyaxial body. As the collet fingers in the body contact the spherical head of the bone screw, the collet fingers radially expand to allow the collet to capture the spherical head of the bone screw. Proper assembly occurs when the collet fully captures head of the bone screw. This complaint refers to the intraoperative observance of polyaxial screw body detachment from the bone screw. Proper assembly of the implants is required to achieve a locked construct. In order to achieve proper assembly of the polyaxial head and bone screw, the collet of the polyaxial body must fully capture the head of the bone screw. The surgical technique guide available at the time of the procedure stated that the user pull up on the mirs body and rotate to confirm that it is securely attached to the bone screw and fully polyaxial. Further, it also recommends the use of a reamer during in situ assembly to ensure that assembly is not obstructed by bony anatomy. Following the recommended surgical technique, it was not possible to recreate the event in the complaint description. The condition of the returned parts suggests that the recommended surgical technique was not followed, leading to improper assembly of the polyaxial body and bone screw. This is supported by the following observations of the returned parts. In a properly assembled construct, the collet fingers remain fully enclosed in the polyaxial body after locking cap tightening. However, the collet fingers on the returned part protrude from the distal end of the polyaxial body. The only way to recreate this condition is to tighten a construct whose polyaxial head was not fully engaged with a bone screw. Mechanical testing was conducted to demonstrate the force required to disengage the polyaxial body from the bone screw on a properly assembled construct. During testing in the tightened condition, approximately 9000n was required to disengage the polyaxial body from the bone screw. This is well above the expected force required to pull a bone screw out of healthy bone in a static environment. During testing in the untightened condition, breakage of the tabs was the primary failure mode, which occurred at approximately 6000n. Given that the complaint description does not mention bone screw pull out as an associated failure mode, and given that the tabs were not damaged on the returned parts and this load is significantly higher than the expected load required to pull a screw out of healthy bone in a static environment, these findings support that the polyaxial body was not properly assembled with the bone screw. Based on observations of the returned parts and an analysis of mechanical tests associated with the failure mode in the complaint description, it is likely that the recommended surgical technique was not followed during the intraoperative assembly of the implants. Therefore, this complaint is indeterminate from a product development perspective. This is the first instance of the intraoperative observance of polyaxial screw body detachment from a bone screw for the mirs system in the u.s. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The product evaluation visual inspection revealed some stress marks are visible at the rod. The rod and locking cap are still assembled in the screw head. No re-inspection was possible as the rod is still assembled in the screw head. Also it can be assumed that the rod had no direct influence on the complained malfunction. This complaint was deemed indeterminate. Placeholder.

Event description:
This is report 3 of 3 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.